Manufacturer narrative:
Device evaluation: in quarter 2 of 2019, there was 1 instance of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 89 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 571 allegations of a malfunction, 360 pumps were returned to animas and investigated. Of the investigated pumps, 177 were found to be malfunctioning due to a cracked battery compartment. During investigation for unrelated complaints, there were 973 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 571 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-80 years of age and between 20 and 307 pounds. Of the reported patients, 250 were male, 299 were female, and 22 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 2 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there were 2 instances of battery compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program

Manufacturer narrative:
Follow-up #3: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 5 instances of battery compartment failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there were 8 instances of battery compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.